Event description:
It was reported that the customer found leakage of fluid at the patient-side connector. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was received inside a plastic bag without its original packaging. The sample was visually inspected, the female luer broken. The root cause of the reported issue was found to be the female luer was damaged. Actions were taken to mitigate the reported issue: as a preventive action, a notification of this complaint to the production personnel.